Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2019. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; other pain: buttocks; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; aggravated incontinence; psychiatric injury. Nonsurgical treatments: in 2019 the patient commenced psychological medication: lexipro to treat anxiety that developed after surgery. Treatment duration: since surgery. In 2019 the patient commenced use of pads to deal with bleeding/spotting everyday. Treatment duration: since surgery.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2019. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; other pain: buttocks; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; aggravated incontinence; psychiatric injury. Nonsurgical treatments: in 2019 the patient commenced psychological medication: lexipro to treat anxiety that developed after surgery. Treatment duration: since surgery. In 2019 the patient commenced use of pads to deal with bleeding/spotting everyday. Treatment duration: since surgery.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.